Manufacturer narrative:
B5 - description of event: on 08aug2019, additional information was received stating "the customer proceeded by using a different quick core biopsy needle they had in stock to complete the procedure." This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the stylet fused with the outer guiding needle in quick-core coaxial biopsy needle set. The device did not make patient contact. Cook became aware of this event upon being notified by roane medical center. The patient reportedly experienced no adverse effects as a result of this incident and the procedure was completed with another, similar device that was in stock. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. However, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. The device history record (DHR) was reviewed. The final lot and relevant coaxial needle subassembly lot showed no nonconformances. A database search revealed no other complaints from lot at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. Instructions for use are packaged with this device. Relevant sections include: intended use: quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the device was screwed too tightly during quality control, but this cannot be definitively confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, no returned product, and the results of the investigation a definitive conclusion could not be determined. The appropriate personnel have been notified per quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was to be used in an unknown patient for an unknown procedure. The stylet was unable to be removed from the device prior to use. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.